Manufacturer narrative:
Other, other text: device evaluation- two devices were returned for evaluation. The devices were examined; this showed no abnormalities. The devices were compared against device specifications and the dimensions were found within specifications. The device cuffs were inflated and found to function as expected with no leakage detected. No device problems could be confirmed.

Event description:
It was reported that a smiths medical trach gives the patient pain. The trach taken out and the pain was gone. After a week, the trach that was giving pain was inserted again and the pain was still there. No adverse patient effects were reported.